Event description:
It was reported the patient was presented to the clinic for a scheduled follow-up. During interrogation of the patient's pacemaker, the right ventricular (rv) lead was found to have over-sensed noise causing pacing inhibition and had low impedance measurement. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.